Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/8/2021. H.6. Investigation: four open 32g x 4mm pen needle samples and five photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on two samples. A clog test was carried out on the two remaining samples as per tp700483 and no issues were observed. No DHR review can be carried out as lot number is unknown. As the samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Event description:
It was reported that medicine failed to come out of the bd micro-fine¿+ pro pen needle during the injection. The following information was provided by the initial reporter, translated from japanese to english: "stating that drug didn't come out, the patient brought the pen needle to the pharmacy. When the pharmacist checked the product, the needle npe seemed to be bent."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medicine failed to come out of the bd micro-fine¿+ pro pen needle during the injection. The following information was provided by the initial reporter, translated from (B)(6) to english: "stating that drug didn't come out, the patient brought the pen needle to the pharmacy. When the pharmacist checked the product, the needle npe seemed to be bent."